Manufacturer narrative:
(B)(4). The customer reported a pads cable failure but the device still charged and delivered shock. They changed to a known good cable and test load and experienced the same issue. A pacer failure was also noted in the system log. The device was evaluated at philips. The symptom could not be duplicated, the device passed all testing, and no errors were noted in the system log. Based on the customers report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the reported symptoms.

Event description:
The customer reported a pads cable failure but the device still charged and delivered shock.